Event description:
Paramedics administered a 360 joule shock to a person diagnosed in cardiac arrest. First responders had previously administered 3 shocks using an AED. A second shock using the device was attempted, but the device allegedly failed to charge. The AED was made available, however the pt had converted to asystole and defibrillation was no longer required. The pt was not resuscitated. The operator indicated there was no adverse affects to the pt related to the reported malfunction due to the immediate availability and use of the AED.